Event description:
New information notes that patient came to office with lead noise. No changes per doctor.

Manufacturer narrative:
H6 should have included the component code.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented upon interrogation with their right ventricular lead that exhibited episodes of lead noise. Noise was unable to be reproduced with isometric exercises as well as pocket manipulation. The lead would be further monitored. No patient symptoms reported.